Manufacturer narrative:
No add'l info is available at this time. The lot number of the product in question has been discarded and is not available for eval. Based on the limited info available, no further investigation can be conducted at this time. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Event description:
On (B)(6) 2013, an eye care professional (ecp) emailed the j&j rep and reported treating a pt for a corneal ulcer in the os. The pt chart indicates: (B)(6) 2013, pt presents with left eye irritation for 4 days since putting contact lens (cl) in, it is red and hurts. Pts perception of vision with clr ok. "Pt presents with painful left eye x4 days and it seems to be caused by his/her cl. He/she is not having discharge or vision issues, just comfort." Va without correction os 20/30 blurry-1. Perrl. No apd. Sle: os 3+ injection. "Opacity near central; active ulcer just superotemporal to a scar, but distinct from it; cl in place but it appears not to have a central defect." Assessment; corneal ulcer os, just next to scar from the corneal ulcer that developed earlier this year. Plan: rtc in 1 week for corneal check, d/c contact lens os. Medication per order. The pt was prescribed vigamox 0.5% drops; the dosage frequency was not indicated. "Pt firmly believes the current box of cl's may be defective, as, this is the second one of these since the pt got this box and has not worn his/her cl for a week prior to this insult." 'Will use a different lens type going forward if troubles continue to occur post the healing process of this injury." On (B)(6) 2013, ocular symptom os: none, feels better. Pt's perception of vision: not known since not wearing cl. Os without correction: 20/26-2. Sle: os 2 non staining opacities just inferior to the pupil margin. Assessment: corneal ulcer, pericentral, os- 2nd in the past few months-makes me think that maybe there was an issue with the lens quality of the box of lenses purchased through vistakon. Plan: it will resume contact lens use.